Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's device was explanted because the patient needed an MRI. No patient symptoms, no device issue, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.